Manufacturer narrative:
The field service engineer determined the sample mechanism base screws were loose. The mechanism was loose and misaligned. The mechanism was removed and all locking screws were re-secured. The system was cleaned and lubricated. The mechanism was installed and adjustments were confirmed. The user calibrated and ran controls; all results were within specifications. The last calibration performed on (B)(6) 2021 was ok. The investigation determined the service actions resolved the issue.

Event description:
The initial reporter stated they received an abnormal sample aspiration alarm on the cobas 6000 e 601 module after removing a quality control rack inside the analyzer. The reporter also noted that the analyzer tried picking up a sample tube to dispose of it in the tip disposal. After this, the analyzer generated additional abnormal aspiration alarms. During the time of the issue, the reporter stated they received questionable results for one patient sample tested with the elecsys folate iii assay ver. 2. No incorrect results were reported outside of the laboratory. The sample initially resulted in a folate value of < 2.0 ng/ml. The sample was repeated and recovered within the expected range of the assay (4.8 - 24.2 ng/ml). The folate reagent lot number and expiration date were requested, but not provided.